Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a cracked blade near the base of the blade. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from the harmonic ace (ha) instrument broke off. The fragment was removed from the patient¿s body during the same surgical procedure. No fragment remained inside the patient. The customer used a backup instrument to continue with the planned procedure which was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed. Review of a provided image of the instrument is consistent with the alleged complaint. The image appears to show a harmonic ace instrument with a blade broken off. A cause of the failure mode cannot be confirmed based on a review of the image and without the returned device.